Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which the cuff and balloon were removed and replaced. During the procedure the physician noticed there was a leak in the balloon around the seal that connects the component to the tubing. There were no additional patient complications related to the device.

Manufacturer narrative:
Product investigation completed. The balloon component was visually inspected, microscopically examined, and tested for leaks. Analysis indicated a pinhole in the balloon shell at the shell-adapter junction that was due to wear and fatigue. The balloon was not functionally tested due to the confirmed leak. Product analysis identified a device malfunction that confirms the reported device allegations. The balloon tear is the most probable cause for the complaint. The product analysis results, and event report provided no objective evidence that would warrant further no escalation.

Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus). A surgical procedure was performed in which the cuff and balloon were removed and replaced. During the procedure the physician noticed there was a leak in the balloon around the seal that connects the component to the tubing. There were no additional patient complications related to the device.